Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The device had the following cosmetic damage; cracked case at the display window, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 234 mg/dl. It is unknown if troubleshooting was performed the customer agreed to return the device for analysis.